Event description:
Bilateral removal of silicone breast implants and replaced w/saline; capsulectomy. Saline implants placed in 1987. In 1989 fell on ice and damaged implants on left; underwent replacement of both with larger size. MRI showed probable leaking of left implant and appearance of cystic mass. Deformity of implant on right.